Event description:
The pump did not sound an audible alarm tone while on the low volume setting on channel b. The customer contact indicated they have known for an unspecified length of time that channel b does not sound an audible alarm tone while on the low volume setting; however, the device remained in clinical service. There were no reported adverse patient events while the device was in clinical use.